Manufacturer narrative:
It was reported that one of the ventilator's wheels was loose. The ventilator was investigated on site by our field service engineer. The visual inspection revealed that the wheel was defective. The defective part was replaced and the ventilator was returned to the customer in working condition. A broken/loose wheel may lead to stop of ventilation (extubation) or injury. The root cause as to why the wheel was defective cannot be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that one of the ventilator's wheels was loose. There was no patient harm. Manufacturer's ref. #:(B)(4).